Manufacturer narrative:
G4:04jan2021; b4:12jan2021. The customer confirmed the reported issue was resolved by replacing the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/30/2020.

Event description:
It was reported to philips the unit will not work on battery. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.